Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they replaced batteries, but the pump would not turn back on. The customer's blood glucose level was 292mg/dl. Troubleshoot for blank display was conducted. The display did not return and the customer was advised the pump would be replaced and returned.